Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination of the returned components revealed the detachment ends of the longer exhaust tube of the pump and exhaust tube of cylinder at the tubing/stain relief juncture to be rough and irregular. Monofilament appeared to be pulled at this detachment site. Abrasion was noted on all tubes of the pump. A group of partial separations was noted on the strain relief of the reservoir and strain relief of cylinder 2. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with any of the components returned. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. The tubing appeared to curve downward. As the surfaces of the detachment site through the longer exhaust tube of the pump and exhaust tube of cylinder 2 showed rough and irregular surfaces it was concluded that sufficient stress was exerted on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction was reported, located high up on the clear tubing. The device was explanted and replaced with another inflatable device.